Event description:
During a redo pulmonary vein isolation procedure for atrial fibrillation, thin plastic fibers were noted to be protruding from the seal of the sheath. The agilis sheath was initially used for mapping with the hd grid catheter. There were no abnormalities when the catheter was initially inserted into the sheath. Upon removal of the hd grid, long, thin plastic fibers were noted protruding from the opening or seal of the sheath. The agilis sheath was then replaced to continue the procedure.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Visual inspection revealed plastic strips coming out of the sheath hub. Additionally, the sheath was bent just distal to the handle. The ¿plastic fibers¿ returned with the device were confirmed to be a portion of the jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown.